Event description:
The physician reported, the catheter kinks and collapses. The nurse reported this happened because of how the catheter was placed. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned. The user did not indicate if this was the initial use of the device. The user did not provide a lot number. The device history record could not be reviewed for lot specific info. General complaint history was reviewed and found no similar complaints. Merit is unable to determine a root cause without the actual device. A follow-up report will be submitted if more info becomes available.